Event description:
The customer contacted stryker to report their device delivered defibrillation at an unexpected level. In this state the device may deliver inappropriate defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report their device delivered defibrillation at an unexpected level. In this state the device may deliver inappropriate defibrillation therapy. There was no patient involvement reported with the event.